Event description:
The customer reported that the pump turned off by itself during use. The pt went approximately 1 week without medication because they did not realize that the pump was off. The complainant verified the malfunction at the clinic by simulating carrying the pump in its protective pouch. Per the complainant, there was no injury associated with the event.